Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that one time they went through the metal detector at the airport and it turned their ins off. Patient stated they did not want that to happen again. Patient stated that their ins was replaced and confirmed it was due to normal battery depletion. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.